Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer there was a problem on a pump which passed in 15 minutes instead of 12 hours. On the packaging as well as on the pump cap was clearly written a flow rate of 5 milliliters an hour (ml/h) with a volume of 60 milliliters (ml). However, the filter shows a flow rate of 175 milliliters an hour (ml/h). No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d9 device returned to manufacturer DHR reviewed device history record (DHR):- reviewed the DHR for batch 22m09ged01, there is no abnormality and no such defect detected at in process and at final control inspection. Root cause analysis: received one 60ml (s size) empty easypump ii with flow rate 5 ml/h' and batch number 22m09ged01' shown on the bbc but [?]175 ml/h' sticker was on the filter. The sample was not clamped, and a blue stopper was connected to the patient connector. Red substance was observed in the flow restrictor. Visual inspection was carried out. The triangle tube was measured with calibrated ruler (sap 12175) to check the length. The measurement aligns to specification. The returned sample was managed to decontaminate, and the red substance was removed. It was then sent for flow rate test (etr no.: 20240517_3000). The nominal flow rate for article 4540002 is 5ml/hr.the flow rate result shows that the flow rate of the received sample is at mean flow rate of 214.93ml/hr. The instantaneous flow rate against infusion time graph was plotted based on the flow rate result. Based on the graph, at the beginning of the infusion time, the infusion started at very high flow rate. It then rapidly decreased and reached zero at around 0.36 hours, which is around 22 minutes when the flow stopped. For the remaining infusion time (a total of 12 hours), the flow rate remained zero as the pump was emptied earlier. The flow rate results and flow rate trend clearly illustrated that the pump was infusing too quickly. As the sticker on the filter showed flow rate [?]175ml/hr' which is the sticker for article 4540050 (m size easypump ii). In order to confirm the flow rate of the flow restrictor, it was dissected and reconnected to a new m size sub pump (figure 9). Flow rate test was performed on this sample. The flow rate test deviation from nominal flow rate for the sample was within specifications, at 0.78%. The flow rate result confirmed that the flow restrictor was meant for article 4540050. Furthermore, the internal diameter of microbore tube was 0.297mm (=0.3mm) when measured under smart scope (figure 11). 0.3mm microbore tube is to be used for restrictor for article 4540050 whereas the affected article 4540002-07 should be using microbore tube with internal diameter of 0.127mm. In conclusion, it is confirmed that the wrong flow restrictor was originated from article 4540050. The fast flow rate can be observed from the returned sample due to wrong assembly of the flow restrictor to its sub pump. An approved project has been initiated to address this defect. Summary of root cause analysis: the complaint is confirmed as the defect mentioned was noticed from the returned sample.